Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction part was identified and communicated to the customer. However, no add'l info has been disclosed.

Event description:
The customer reported the system's image froze, thereby failing to display an image. No report of pt injury.